Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there is blood leakage from one tube. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-january -16th. H.6 investigation summary material #: 368836. Lot/batch #: 3236139 and 3269052. Bd received 17 samples from lot 3236139 for investigation. Ten of the samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory of each reported lot number (20 retention samples total) were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 3 of 3 it was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there is blood leakage from one tube. No patient impact reported.